Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. The device was deployed and one needle did not appear to capture suture. The physician could not remove the device and a vascular surgeon was called to the cath lab. Surgeon performed a small dissection into the subcuataneous tissue and freed the device. The pt recovered without incident. The physician noted that the initial assessment of the pt did not fully appreciate the pt severe vessel disease and calcification. Physician attributes the incident to anatomical issues related to the pt.